Event description:
During an intravascular ultrasound imaging procedure, the atlantis sr pro ivus catheter was placed over radiwire guide wire. The ivus catheter was pulled back using ivus sled. The catheter was attempted to be removed upon the completion of pullback. The catheter noticed to have looped guidewire upon itself, creating resistance and not being able to withdraw over the wire. The entire system (wire and catheter) then was removed as a single unit. Upon pulling through system - patient had l main spasm. Patient coded. CPR performed. Patient intubated. Meds was given to patient. Last angiogram shot showed to resolve l main spasm. The patient condition is good.